Event description:
Baxter reported, "leakage from the silicone tube of the transfer set." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident.